Event description:
It was reported that the customer's insulin pump was consistently beeping, notifying the customer that his blood glucose was low and activating the threshold suspend feature. The customer reported that he received a sensor glucose reading of 64 mg/dl when his actual blood glucose was 106 mg/dl. Advised customer that this sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.